Event description:
This is a report from a consumer in the USA of patient (pt) made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2010, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with dianeal therapies was not reported. During a call with baxter customer service, the following was reported by the patient's wife. On an unreported date, the patient made a mistake of touch contamination (details not provided) which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis (dose, frequency, and lot not reported). Concomitant therapy was not reported. At the time of this report the pt. Was not recovered from the peritonitis event. No further information was provided. On (B)(6) 2012 baxter global pharmacovigilance contacted the peritoneal dialysis nurse (pdn) to request further information. The pdn decline to provide any information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the consumer reported a break in aseptic technique by patient described as touch contamination. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.